Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to intensive care unit for 3 days for diabetes ketoacidosis and his blood glucose at that time was 770 mg/dl. Customer wanted to know if the insulin pump is working correctly. Troubleshooting was done. Customer's blood glucose was 283 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer does not have tubing clamp. Advised customer tubing clamp would be sent and to call back to continue troubleshooting for high blood glucose. Explained the two high blood glucose rules, to change the entire set, reservoir, insulin and treat per health care provider's instructions. Customer reported tubing clamp received. Continued troubleshooting and advised customer it passed. No further information provided.